Event description:
It was reported, that during a training/demo of the da vinci system. 30 degree endoscope plus movement was erroneous. There was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint. And completed the device evaluation. Failure analysis confirmed, the customer reported complaint. The endoscope was received with damaged aea or friction issue.